Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance measurements and low amplitude since implant. Oversensing on the rv lead was also observed and it was noted the currently device was in elective replacement indicator (eri) and after the generator change, it was able to change the sensitivity on the rv lead and cover up the oversensing. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.